Event description:
It was reported that the pump touch screen was cracked and missing pixels. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.